Manufacturer narrative:
According to the customer, some time in december she developed a "rash" in the area where the "blue part" of the product comes in contact with the skin. The customer reports the rash required prescription nystatin to clear. The customer reports the rash began to resolve and then when use of the product resumed, the rash came back therefore, she is sure it is related to the product. The customer reports two prescriptions of nystatin were required to clear the rash. No other medical intervention was reported related to the incident. A sample is not available to be returned. A root cause was not identified. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Rash requiring "prescription."